Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: occupation: director. PMA/510(k) number = preamendment. Investigation ¿ evaluation: a review of the device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device were conducted during the investigation. Cook was unable to conduct visual or functional testing of the device, as it was unavailable for return. Additionally, a document-based investigation evaluation was performed, it was determined that the separation failures of the flexor introducer sheath devices are based upon the use of the device rather than any manufacturing or design non-conformances. Based on the information provided, no returned product and the results of the investigation, possible reasons for the failure include patient¿s anatomy, procedure and/or user technique. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor introducer sheath was placed in the radial artery. As the physician removed the flexor introducer sheath, the lower portion of the sheath unraveled and the marker detached. The segment of the device remains in the patient's artery. As reported, a surgical consult was ordered, however the outcome of the consult or event are not available at this time. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.